Manufacturer narrative:
H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve separation was observed, however it is highly probable that the terumo vacutainer tube was used. The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Additionally, 35 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter experienced poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer reported about "the sleeve separating from the holder and staying with the tube."

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s):(B)(4).

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter experienced poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer reported about "the sleeve separating from the holder and staying with the tube."